Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm during priming. The customer's blood glucose was unknown at the time of the incident. The customer reported that they have tried all remedies and do not want to troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the rewind, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. However, unit alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. Unable to verify excessive no delivery alarms due to motor error alarms. Unit received with cracked case at the display window corners. Unit received with minor scratched display window and case.